Event description:
Device malfunction: premature deployment, difficulty removing stent delivery system (sds). Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the superficial femoral artery (sfa), it was noticed on fluoroscopy that the absolute pro prematurely, partially deployed in the sfa prior to initiation of unsheathing. As the sds was being pulled back into the 6fr introducer sheath, the stent caught on the sheath and became completely unsheathed inside the distal part of the introducer sheath. The introducer sheath, sds, and stent, were removed as a single unit. There was no adverse pt effect. Though requested, no additional information was provided.

Manufacturer narrative:
(Off-label vascular use, incorrect removal of device). The device was received. Investigation is not complete.